Event description:
Reportedly, during implantation of a pacing system, the lead was already inserted into the patient with appropriate electrical values, but the physician realized the connector pin was bent. The lead was removed and a new one was used to complete the investigation.

Manufacturer narrative:
Investigation summary: the manufacturing process of the lead was re-investigated, and all production steps and tests had been performed according to all applicable procedures. Upon reception of the returned lead, visual inspection confirmed the reported connector pin bending. Based on the quality controls in place to prevent the distribution of products with such damage, and considering the bending was not observed during the final visual inspection of the packaging or by taking the lead. It is suspected that the connector pin may have been unintentionally damaged when the butterfly tool was placed on it during the implantation procedure, likely due to an unexpected or sudden movement. It should be noted that such a bending could occur if an excessive load is applied when connecting the butterfly tool to the connector pin. The physician¿s manual provides the following indication to attach the butterfly tool to the connector pin: the results of this investigation are retained and utilized for trending purposes. Please refer to the attached investigation report.

Event description:
Reportedly, during implantation of a pacing system, the lead was already inserted into the patient with appropriate electrical values, but the physician realized the connector pin was bent. The lead was removed and a new one was used to complete the investigation.